Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. MFR. Report#: 1627487-2018-02799. It was reported the patient had a recent fall. X-rays revealed the patient's leads had migrated. Diagnostic testing revealed high impedance values on all lead contacts. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein one of the leads was explanted and replaced with a new one. It was noted during the procedure. The patient elected to have the new lead placed in her back as she experienced back pain and the original lead remained in place ( in her neck) as to cover her original area of pain. Please note it is unknown which lead was explanted and replaced. Therefore, all suspected device are being reported as explanted.